Event description:
It was reported that the physician was treating a calcified lesion in the lad. During the procedure the physician attempted to use a 2.75mm diameter x 30mm length endeavor resolute (rx) drug eluting stent but the device could not cross the lesion. The stent was reported as damaged. The physician stopped the procedure. No patient injury occurred and no clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity). Evaluation summary: the device was returned to medtronic for evaluation. The distal tip was flared. The hypotube was kinked 23.5cm and 59.8cm distal to the strain relief. A number of struts on the 10th distal segment were raised and pulled distally. The 10th and 11th proximal stent segments were partially deformed. The remaining segments were intact.

Manufacturer narrative:
Evaluation results: patient morphology ( calcified target lesion). Inherent risk of procedure ( failure to deliver the stent and stent deformation). Stent deformation evaluation conclusion: patient morphology ( calcified target lesion). Inherent risk of procedure ( failure to deliver the stent and stent deformation).